Event description:
It was reported that, "during the final reduction, the implant was placed on the clean dry trunnion of a 6050-0935 stem (leinbach head and neck stem) and impacted. The surgeon then tested the implant by pulling on the head,, it was easily removed. Another head of the same size was placed on the trunnion again and performed the appropriate way."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.